Manufacturer narrative:
(B)(4). Results of investigation: to correct the reported issue of high delivered tidal volumes from the customer, the flow valve in the ventilator was replaced by a carefusion authorized service center.

Event description:
It was reported by the customer that the ventilator is delivering a higher tidal volume than expected. The customer also reported that there was no patient involvement associated with this complaint.